Event description:
It was reported that the stent was successfuly placed in a left anterior descending lesion that tapered from 3.5mm proximally to 3.0mm distally (contrary to instructions for use). The pt was discharged after a normal post-op period. Four days later, the pt was readmitted complaining of chest pains. Follow-up angiography revealed thrombus in the distal area of the stent site. The area was re-angioplastied. The pt went to intensive care unit and eventually died due to the poor left ventricular function. A malfunction of the device cannot be identified.